Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Because it was reported that the lesion site was not pre-dilated and the ses was advanced while encountering resistance it should be noted that the absolute pro instruction for use states: lesion / stricture and vessels / bile ducts should be pre-dilated using standard percutaneous transluminal angioplasty (pta) technique. Pre-dilatation balloon diameter should closely match the lumen diameter proximal and distal to the lesion or stricture to be treated. Withdraw the balloon dilatation catheter while leaving the guide wire in place. Should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absolute pro 7.0 x 80 referenced in the report is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, narrow, de novo, 95-99% stenosis lesion in the femoral artery. Without pre-dilatation, the absolute pro 7.0 x 80 mm was implanted into a 5 mm, proximal femoral artery lesion. There was no post-dilatation performed. After that, a second absolute pro (unknown size) was to be deployed distally. To achieve this, the first implanted absolute pro (the complaint device) had to be crossed and although some resistance was felt, the second absolute pro was continued to be advanced. Because of this, the first implanted absolute pro was crushed [potential stent fracture] by the second absolute pro. Post-dilatation was performed and the procedure was completed. The patient is doing well. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.